Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the high capture thresholds were observed. Fluoroscopy revealed externalized conductors. Patient was asymptomatic. Lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasion at 49.3-49.4cm from distal tip, consistent with lead friction to ICD can. Etfe intact. Internal insulation abrasion at 9.2-9.6cm from distal tip. Etfe abraded. Internal insulation abrasion at 35.1-35.2cm, 38.6-38.9cm from distal end. Externalized conductors due to internal insulation abrasion at 10.9-13.3cm, 37.4-39.6cm from distal end. Internal insulation abrasion under rv shock coil at 5.5-5.8cm from distal end. Etfe intact. Internal insulation abrasion under svc shock coil at 20.8-20.9cm, 21.1-21.2cm, 24.0-24.1cm from distal end. Etfe abraded. Inner coil exposed at 20.8-20.9cm consistent with field event if inner coil comes in contact with svc conductor.